Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing a supply change. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) was in 600 mg/dl-high(value not provided). Customer administered a manual insulin injection and a correction bolus via the pump was delivered to address bg.